Event description:
The lay user/pt contacted lifescan in early 2009 alleging that her one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient alleged administering 20 units of novolog following an unspecified high result in late 2008 at 4:15 am. The pt reported passing out an hour and half later. The pt reportedly regained consciousness "in the living" at an unk time. He then immediately drank 20 oz. Of orange juice and ate 2 daddy's candy bars. He retested and obtained a high result. He claimed that he sat down in his chair and dozed off until the following day. When he woke in the morning, the pt claimed he obtained a 74 mg/dl at 5:45am. It would be helpful to know what prompted him to test at 4:15am that day, his medical regimen, results obtained on the day prior, meals from the same day, specific high results obtained during the time of incident, usual blood glucose results, usual symptoms with low and elevated blood glucose, whether he received any medical attention, and if he was symptomatic with the 74 mg/dl result. This complaint is being reported since the pt alleged losing consciousness after taking insulin based on the alleged inaccurate high result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.